Event description:
An apparent fracture was reported on the pace/sense portion of the lead. The pace/sense portion was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported the lead had high impedances up to 2224 ohms. The patient is reported to be doing fine. On 7/9/08, it was reported the 6949 lead had high impedance at implant attempt. Edit 29-apr-2010, it was reported that during the implant procedure the 6949 lead had high impedance at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
An apparent fracture was reported on the pace/sense portion of the lead. The pace/sense portion was capped and replaced with an existing ventricular lead from the patient's previous system. Additional information received reported the lead had high pacing impedances up to 2224 ohms. No patient complications have been reported as a result of this event, and the patient was reported to be doing fine.

Manufacturer narrative:
Other: an apparent fracture was reported on the pace/sense portion of the lead. The pace/sense portion was capped and replaced with an existing ventricular lead from the patient's previous system. Additional information received reported the lead had high pacing impedances up to 2224 ohms. No patient complications have been reported as a result of this event, and the patient was reported to be doing fine. No conclusion can be drawn. Impedance, high, lead(s), fracture of, device remains activated.